Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
Related manufacturer report number: 2017865-2021-06056, related manufacturer report number: 2017865-2021-06057, related manufacturer report number: 2017865-2021-06058. It was reported the patient expired on (B)(6) 2020. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was chronic systolic congestive heart failure. No additional information was reported.